Manufacturer narrative:
Inspection: pump module s/n (B)(6) was received with instrument seal broken. The right (male) iui was observed with damaged isolation ribs. The left (female) iui was observed to be in good condition. Platen assembly, post, hinge, pins, springs, and buttons are all intact and did not interfere with the door operation. Latch sear is installed properly and plastic damage was observed including the missing set screw (pre 2015). Overall, the internal components and cable connections were observed in good condition. All parts inspected are manufactured by bd. Log analysis results: the date and time of the event was reported as 13 january 2021 between 1531-1930 (3:31 pm ¿ 7:30pm). A review of the pcu event log on the reported event date shows that the pcu s/n (B)(6) was powered on at 9:35:49 am on 13 january 2021. The profile in use was identified as ¿hemeonc/bmt¿ where new patient was selected. The reported issue of under infusing was against pump module s/n (B)(6) identified as channel b at the time. On 13 january 2021 at 3:06:52 pm, a primary infusion was programmed using guardrails drugs to infuse mannitol 20% (drugid 246) with a vtbi of 995ml. Guardrails warning displayed the concentration and dose was below the program¿s limit where the user proceeded with the warnings. The duration of this infusion was programmed for 2 hours where the rate was auto-calculated to 497ml/hr. The infusion completed at 5:08:16 pm with a pvi of 995.025ml. On (B)(6) 2021 at 5:08:48 am, the user updates the vtbi for pump module sn (b)(6 to 10ml and then 125ml. The second infusion is completed at 5:25:47 pm with a cumulative pvi of 1129.09ml. At 5:25:56 pm, the user updates the vtbi to 45ml before the third infusion was completed at 5:31:25 pm. The user updates the vtbi to 30ml at 5:31:31 pm before the device alarmed for two air in line events and then the device was channeled off at 5:35:00 pm. The total volume recorded infused from the start of the initial infusion between the reported time frame on the incident date was 1202.28ml. Test results: results from a timed rate accuracy test using the timed rate accuracy test method (dir (B)(4)) demonstrated the source device successfully passing. Test results measured the rate at 498.54ml/h (-0.11% error). Specification for this test is +/- 5% error, per the system requirements document (dir (B)(4)) v19 srd 334; indicating the device is in specification. The incident administration sets were not returned; therefore, could not be tested. Test methods: timed rate accuracy test method 1503-001-006, dir# (B)(4). The root cause of the customer¿s report that the lvp module 8100 was programmed to infuse mannitol 10% IV solution at a rate of 498 ml/hour to be run over two hours for a total of 995 ml and still had over 200 ml left in the bag after two hours could not be identified in this investigation. Customer¿s returned source device was confirmed operating within specification based on the test results. The customer¿s report that the lvp module 8100 was programmed to infuse mannitol 10% IV solution at a rate of 498 ml/hour to be run over two hours for a total of 995 ml and still had over 200 ml left in the bag after two hours was not reproduced during testing. ¿ a review of the logs on the reported event date shows that the pcu s/n (B)(6) was powered on at 9:35:49 am on 13 january 2021. The profile in use was identified as ¿hemeonc/bmt¿ where new patient was selected. ¿ on 13 january 2021 at 3:06:52 pm, a primary infusion was programmed using guardrails drugs to infuse mannitol 20% (drugid 246) with a vtbi of 995ml. The duration of this infusion was programmed for 2 hours where the rate was auto-calculated to 497ml/hr. The infusion completed at 5:08:16 pm with a pvi of 995.025ml. Three additional infusions were programmed, accumulating a total volume recorded infused of 1202.28ml. ¿ the actual infusion bag/container volume could not be determined from the event logs. No infusion bag/container or primary administration set was received for inspection. ¿ the inspection and testing process performed on the pump module found no existing malfunctions or irregularities that may have been a contributing factor, and the pump module to be infusing within specification. ¿ the pump module infusion was being used for treatment.

Event description:
It was reported that in the ICU (intensive care unit) the lvp (large volume pump) module 8100 was programmed to infuse mannitol 10% IV solution, at a rate of 498 ml/hour to be run over two hours for a total of 995 ml. The bag still had over 200 ml left in the bag after two hours, so the pump was reprogrammed and a total of 1202.28 ml was delivered. Possible under delivery by the pump. This event happened in the ICU during use on an adult patient. No patient harm. Although requested, further information not provided.

Manufacturer narrative:
A follow up report will be submitted once the evaluation is completed. Patient is an adult. Although patient demographics were requested, no other information was provided.

Event description:
It was reported that in the ICU (intensive care unit) the lvp (large volume pump) module 8100 was programmed to infuse mannitol 10% IV solution, at a rate of 498 ml/hour to be run over two hours for a total of 995 ml. The bag still had over 200 ml left in the bag after two hours, so the pump was reprogrammed and a total of 1202.28 ml was delivered. Possible under delivery by the pump. This event happened in the ICU during use on an adult patient. No patient harm. Although requested, further information not provided.